Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07357. It was reported the patient experienced ineffective pain relief from the scs system. The patient stated she did receive effective relief from the device initially however, therapy diminished over time. Subsequently, the patient underwent surgical intervention wherein the system was removed.